Event description:
The customer reported that, during maintenance, there was a leak in the channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was protruding from the air/water nozzle and on the distal end cover. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was protruding from the air/water nozzle. The material appeared to be a white glue-like substance which did not originate from the endoscope. Foreign material was also found on the distal end cover. The reported event (leak) was confirmed during testing. The biopsy channel was leaking. In addition, there was contamination on the light cover glass, the adhesive on the light cover glass was stained, there was contamination on the optical cover glass, the adhesive on the optical cover glass was stained, the distal end cap was stained, the bending section cover was stained, the insertion tube was stained, delamination was evident on the insertion tube, the insertion tube was crushed, there was water ingress at the scope connector, there was play in the angulation, water removal functionality did not meet specification, and contamination of the biopsy and aspiration channels was evident. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is likely due to user handling. The event can be prevented by following the instructions for use which state the following: 1) "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." 2) "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." 3) "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." 4) "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.